Event description:
It was reported that the rotational speed was abnormal. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had an issue. An abnormal rotation speed has occurred. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The console passed the visual inspection showing no signs of physical damage and/or markings. The console did not pass the final functional testing for the offset-normal mode minimum flow. The pneumatic kit was replaced and the issue was resolved. Therefore, the reported event was confirmed.

Event description:
It was reported that the rotational speed was abnormal. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had an issue. An abnormal rotation speed has occurred. No patient complications reported.